Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were two other complaints reported against the lot. One complaint is not associated with clotting. The second complaint addresses clotting which was confirmed with a provided photo, no sample was provided to identify a cause for the clotting. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A customer reported two hours after starting the treatment there was clot formation in the venous and arterial head, which prevented continuing and finishing the therapy. The clots were causing the hd machine a fresenius 4008s, to stop constantly due to the high-pressure alarm. The facility reported the machine alarm appropriately. The cause of the clots was unknown. The lines were heparinized and washed with saline solution during the session. It was unknown if the patient's blood was returned. The estimated blood loss was approximately 50ml. The patient finished the therapy on the same machine but with different supplies and was also administered heparin. No damage to the product was observed prior to use. It was confirmed that there was no patient injury or adverse events that occurred as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported two hours after starting the treatment there was clot formation in the venous and arterial head, which prevented continuing and finishing the therapy. The clots were causing the hd machine a fresenius 4008s, to stop constantly due to the high-pressure alarm. The facility reported the machine alarm appropriately. The cause of the clots was unknown. The lines were heparinized and washed with saline solution during the session. It was unknown if the patient's blood was returned. The estimated blood loss was approximately 50ml. The patient finished the therapy on the same machine but with different supplies and was also administered heparin. No damage to the product was observed prior to use. It was confirmed that there was no patient injury or adverse events that occurred as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for evaluation.